Event description:
A report was received that the patients ipg migrated which caused severe pain and bruising to the left lower back. The patient was also experiencing extreme discomfort with movement and sitting. It was also reported that the patient was unable to sleep well due to pain and significant tenderness overlying the ipg in the left buttock region. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket was relocated. The physician did not suspect device malfunction, it was for patients comfort.

Event description:
A report was received that the patients ipg migrated which caused severe pain and bruising to the left lower back. The patient was also experiencing extreme discomfort with movement and sitting. It was also reported that the patient was unable to sleep well due to pain and significant tenderness overlying the ipg in the left buttock region. The patient will undergo a revision procedure.